Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user, new to the device, experienced a hypoglycemic episode with a blood glucose value of 61 mg/dl while sleeping. The episode was managed with fast-acting carbs and resolved promptly. No outside medical intervention was required.